Event description:
This is one of three systems having the same issue.the system samples invasive hemodynamic pressures, upon review of a sampled pressure measurement, the technologist edited the measurements. After a few minutes, the system changed the edited pressures back to the pre-edited measurements. The system doesn't print out accurate information. Staff has to make notes and dictate the actual results. Company has stated that it is a known software problem. Philips updated the software in september to: 1.1.1.1291 and again in january 2009 to version 1.2.1474 to resolve the latest issue.====================== manufacturer response for monitoring system, hemodynamic, xper information system======================this system performance issue is a potential patient safety issue. Philips has escalated our issues through their system and has agreed to an on sight meeting in january to develop a plan of action to address these problems.